Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01146. It was reported the patient was experiencing increase in pain. Reprogramming of the patient's scs system was attempted, but effective stimulation coverage could not be achieved. An x-ray was taken but no lead movement was noted. Surgical intervention may be taken as the next course of action.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01146. Follow up information received identified the patient's entire scs system was removed.